Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that patient had no allergies to any antibiotic. Tobra was used for the surgery. Patient presented with rash. Discussion between surgeons the patient was known to have inflammatory synovitis, and as per routine, surgeon used perioperative vancomycin to cover the surgery. Surgeon also used simplex p with tobra. It was further discussed the FDA approved labeling and surgeon is aware that this was outside the current FDA approved indication. The patient was discharged from hospital routinely, but one week post surgery developed an all over body rash. Patient consulted an allergist who suggested review by surgical team. Surgeon wonders whether this represents an allergy / sensitivity to tobramycin. The rash resolved spontaneously with no additional medical intervention after one week (two weeks post surgery). As yet surgeon's determination is that this is not a serious adverse event, and that relationship to the simplex p with tobra is possible, but not certain.